Manufacturer narrative:
The catheter returned with no tip, no inner tubing and a portion of the balloon missing. The catheter shaft is kinked and folded in two spots. It is unknown as to whether or not this was the first use of the device. A circumferential burst of the balloon was confirmed. Two comparative catheters were pulled and tested for rated burst pressure. They were the same catalog number as the returned catheter. The first catheter was taken up to the labeled rated burst pressure of 3.5 atm with no issues. The balloon was then taken to beyond the rated burst pressure and did not burst until 8.0 atm. It was a clean longitudinal burst. The second catheter was also taken up to the labeled rated burst pressure of 3.5 atm with no issues. The balloon was then taken to beyond the rated burst pressure and did not burst until 7.0 atm. It is unknown as to what caused the balloon burst.

Event description:
The issue was reported to numed as a "rupture of balloon.".